Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage & needle pain. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that "miniscule drops" of teriparatide therapy medication leaked from the unspecified bd¿ pen needle after use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen, beginning on (B)(6) 2019. Dosage regimen and indication for use of teriparatide therapy was not provided. After injecting the first dose of teriparatide in her abdomen, she felt a burning sensation at the injection site and it was not as bad and she could tolerate it. Since an unknown date, she was tired. She had to cough. Reportedly, a little minuscule drops of liquid come out of the needle after injecting even though she counted to five or ten. Also, reportedly she was expecting her heart valve to become defective and develop pulmonary hypertension (no further clarification was provided). She did not recover from the event of injection site pain. Information regarding corrective treatment and teriparatide therapy was ongoing. The patient was the operator of the device and her training status was not provided. The device model duration of use and suspect device duration of use was one day. The action taken with the suspect device and its return status were not provided. The reporting consumer related the event of injection site pain to teriparatide therapy and was not sure if the event of more back pain was related to the teriparatide therapy. The reporting consumers did not provide a relatedness assessment between the remaining events and teriparatide therapy or all events to the device.